Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed. In addition, residual liquid or foreign material out of the suction cylinder and adhesive on bending section cover were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that brush clogging was noted with the gastrointestinal videoscope. During a standard service inspection of the customer returned device, foreign material came out of suction cylinder. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the suction channel could not be identified and the root cause of the issue could not be determined, as there was no defect observed that might result in the retention of foreign material and the customers reprocessing was confirmed to be implemented according to the IFU. The event can be detected/prevented by following the instructions for use which state: " chapter 3 preparation and inspection, 3.3 inspection of the endoscope, 3.5 attaching accessories to the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning". "2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 1 align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder. 2 attach the suction valve to the suction cylinder of the endoscope. (See figure 3.30 and 3.31) 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump". Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - no delay in the start of pre-cleaning - it is unknown if air/water nozzle was flushed with water and air - the endoscope was immersed in detergent solution - the device was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. Olympus will continue to monitor field performance for this device.